Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a nurse that the patient's blood glucose level became high (exact level not specified) with ketones of 0.8 mmol/l while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site, the pod's cannula was found bent. It was reported the patient was suffering with headaches and myalgia (covid-19 test results were pending). Additionally, it was noted that the patient has lipodystrophy on the abdomen (it was not alleged that this was caused by the pod). As treatment, a new pod was applied.